Event description:
Pt called to report problem with her pharmchek drug patch. Pt stated that she wears the patch for drug use testing, and she has received false positive results when she was not using drugs.